Manufacturer narrative:
(B)(4) g2: foreign ¿ event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an initial right total hip arthroplasty. Subsequently, during the postoperative hospital stay, the patient was diagnosed with a pulmonary embolism. The patient was started on anticoagulation therapy. Attempts have been made and no further information has been provided.